Manufacturer narrative:
The lot number for the malfunction was not provided, therefore a lot history review could not be performed. The device was not returned for evaluation. Medical records were provided and reviewed. Therefore, the investigation is confirmed for the perforation, tilt and difficult to remove. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an unknown filter allegedly experienced tilt, perforation and difficult to remove. This information was received from one source. One patient was involved with no reported patient injury. The female patient is (B)(6). Weight of the patient was not provided.